Manufacturer narrative:
PMA/510k: similar product to 190-000. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. Reference related MFR. Report number 1221359-2022-04769.

Event description:
The customer reported two false negative results with the ID now covid-19 assay on (B)(6) 2022 while performing validation tests with patient samples. This report is for result two (2) of two (2). Confirmation pcr testing was performed which generated a positive result (platform and date unknown). Although requested, no additional information was reported.